Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2410 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx2410) have been reported from the same facility.

Event description:
It was reported that on (B)(6) 2022, when performing a catheter insertion procedure, the team showed that it was broken, which made it impossible to perform the catheter implant. It was stated the procedure postponed until new item arrives. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
Initial report was submitted as a second event, upon further information it was found that this report 3006260740-2022-02267 is a duplicate event. The event within this report has been submitted on report 3006260740-2022-02850.

Event description:
It was reported that on (B)(6)2022, when performing a catheter insertion procedure, the team showed that it was broken, which made it impossible to perform the catheter implant. It was stated the procedure postponed until new item arrives. It was reported this occurred with two devices. This report addresses the second device.